Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent. Reportedly, her blood glucose was in the range of 1000 mg/dl and had experienced diabetic ketoacidosis. She self-treated with a correction bolus via pump and multiple daily injection. Subsequently, she was admitted to the hospital and received intravenous insulin and some unspecified fluids which resolved the issue. She was hospitalized for four days. It was reported that she had a heart attack because of this event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.